Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. Biomed stated that the pump hours were 154 and system were 227. Per follow up information, biomed had a failed mixing pump. Biomed would order the pump and would replace onsite. There was no patient involvement reported. All good faith attempts have been made to obtain additional information. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. It is known that the device did not meet specifications and that the device was influenced by the reported failure. The device was not in use on a patient. Device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that an arctic sun unit was not cooling, and trouble shooting showed t4 dropping but mixing pump was not moving water over. Biomed stated that the pump hours were 154 and system were 227. Per follow up information received via email on 03jan2023, biomed had a failed mixing pump. Biomed would order the pump and would replace onsite. There was no patient involvement reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that an arctic sun unit was not cooling, and troubleshooting showed t4 dropping, but mixing pump was not moving water over. Biomed stated that the pump hours were 154 and system were 227.